Manufacturer narrative:
Software version: (B)(4).

Event description:
It was reported that when a patient's generator was disabled, an error showed on the session screen next to the output status indicating output being delivered was 2.5 ma on an m3000 (B)(4) programming system. Two days later, the patient returned for follow up while the device still disabled and a false output current message appeared once therapy was re-enabled. Internal testing and data review identified that false low output current messages can occur when m3000 (B)(4) software programs a m103-106 generator after a specific programming sequence occurs. When m3000 (B)(4) tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. It was also identified that a false low output current message would show on the session report if the generator was programmed from >0 ma to 0 ma during a session. The low output current messages in these cases are false and do not impact generator function. No further relevant information has been received to date.